Event description:
It was reported that during implanting procedure, the device showed elective replacement indicator (eri). An attempt was made to further interrogate the device but the device was unable to be interrogated. The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during preparaton for an implant procedure, the device showed elective replacement indicator (eri). An attempt was made to further interrogate the device but the device was unable to be interrogated. The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.